Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 1 and 4 hours. Symptoms reported include hyperglycemia, vomiting and shaking during the night. The patient was treated with an intravenous fluids of potassium, magnesium and insulin. The patient was released the following day.